Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 772 pulses and delivered boluses before deactivating. No errors or abnormalities were observed. The needle mechanism assembly showed no damages or deficiencies that would contribute to a needle mechanism failure. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problems were found regarding the reported needle mechanism failure and leaking during wear events.

Event description:
It was reported while wearing a pod between 4 and 24 hours. The cannula deployed, but not fully; this indicates a needle mechanism failure occurred. It was also reported that the pod was leaking insulin. The patients reported blood glucose level reached 400 mg/dl. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.